Event description:
It was reported that there was a catheter problem. It was noted that the patient was having spinal surgery and the physician accidently cut the patient catheter. It was noted that the patient was in the operating room and in need of a catheter repair kit. The pump system was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# . (B)(4), implanted: . (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information later indicated that there were no patient symptoms related to the cut catheter. On (B)(6) 2014, during a spinal fusion procedure, the catheter had been intentionally cut and sewn to the surrounding soft tissue to protect it. The location of the catheter issue was the distal segment. Once the fusion was complete, a revision was performed to repair the catheter with a connector. The patient recovered without permanent impairment and as of (B)(6) 2014 the wound appeared completely healed. The device system was used to deliver lioresal.